Event description:
Medical affairs was unable to speak with the nurse or the poc in charge; therefore, sent a letter to obtain clinical information. No one else in the lab knew about the incident. A nurse contacted lifescan alleging low readings on the meter compared to the lab. A patient's blood glucose test was taken and the patient's reading on the lifescan meter was 102 mg/dl. There is no information on whether the patient experienced any symptoms at the time of testing. Less than 10 minutes later a lab test was done and the result displayed 939 mg/dl "clinical high". The meter passed using the qc and the nurse retested the patient using a finger stick and the meter gave a "critical high" result which was expected. The patient was treated; however, the nurse was unable/unwilling to verify as to what type of treatment the patient received. The patient's hematocrit was 46. The technique of applying blood on the test strip was correct. The nurse had not done a correlation study. There is no information on the condition of the test strips. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.